Manufacturer narrative:
Philips service replaced the host pc and restored the device to normal function. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that host pc failed to boot; replaced defective part on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.